Event description:
Customer states she is receiving button error alarm. Customer states she had high blood glucose, however, no detail was given on the mg/dl number. Customer was advised that insulin pump would need to be replace.

Manufacturer narrative:
Insulin pump alarmed during prime test, due to moisture damage in force sensor. During visual inspection insulin pump had a cracked reservoir tube lip, cracked battery tube threads, cracked display window and cracked case near display window corners.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.